Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, extrusion, infection, urinary problems, recurrence, organ perforation, emotional distress, and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as renal failure. Related to manufacturer report #2183959-2014-46252, #2183959-2014-46248.